Event description:
The autopulse platform (sn 35346) was deployed to resuscitate a patient. Upon powering on, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. The crew performed manual CPR to continue the resuscitation. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the autopulse platform sn (B)(6) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the system error is related to a communication error that caused a latch-up of the processor board. Upon visual inspection, unrelated to the reported complaint, a crack across the screw well area of the front enclosure handle was noted. The likely cause of the observed physical damage was user mishandling, such as a drop. The front enclosure was replaced to address the reported complaint. Upon further testing, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout) around the reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The system error was cleared using apvision3 software. Subsequently, the autopulse platform was tested with the large resuscitation test fixture (lrtf) with known-good batteries until discharged without fault or error. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).